Manufacturer narrative:
Baseline abnormalities, affecting all channels, are observed in the customer-provided curves. A systems assessment found that there was either a minor tube leak or possibly some external contamination was introduced with the tube of the sample in question. No other runs were affected and the instrument is performing as intended. Additionally, no issues were identified with the complaint kit lot during the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. One sample generated positive results for sars-cov-2 and flu a (negative for flu b) with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (scfa), lot 00611y. Negative flu targets were generated when the same sample was tested with a different test (cobas influenza a/b and rsv test for use on the cobas liat system). Retests of the same sample on the same analyzer ((B)(4)) and a different analyzer with the scfa test were negative for all targets.

Manufacturer narrative:
Baseline abnormalities were observed in the curves for the alleged sample, resulting in false positive calls for flu b and sars-cov-2. A systems assessment was performed, and after additional review, a definitive root cause for the baseline abnormalities could not be identified. The analyzer was working as expected before and after the alleged run. Additionally, no issues were identified with the complaint kit lot during the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. One sample generated positive results for sars-cov-2 and flu a (negative for flu b) with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (scfa), lot 00611y. Negative flu targets were generated when the same sample was tested with a different test (cobas influenza a/b and rsv test for use on the cobas liat system; frta). Retests of the same sample on the same analyzer ((B)(4)) with the scfa test and on a different analyzer with the scfa and frta tests were negative for all targets. The sample was sent out for lab testing, and was reported to be negative for all targets. No harm or injury was indicated.